Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory 1:153mg/dl (B)(6) 2015 02:02:00 pm fasting:no. 2:147mg/dl (B)(6) 2015 02:00:00 pm fasting:no. 3:236mg/dl (B)(6) 2015 02:00:00 pm fasting:no. 4:131mg/dl (B)(6) 2015 07:18:00 pm fasting:no. Customers concern believed the meter was registering higher that her expected range oif 100-120mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern believed the meter was registering higher that her expected range of 100-120mg/dl. No adverse event reported. Customer had some grapes minutes before testing ran a blood test 153, reran a blood test with me a couple minutes after 137mg/dl.